Event description:
Called by rn due to strong burning odor from the vent. Pt was removed from the vent. No pt harm. Clinical engineering notified. "Performed inspection on ventilator, humidifier, and co2 monitor. The burning smell was coming from the humidifier. Unit is being removed from service and is being replaced."